Event description:
It was reported that the patient had not been scheduled for surgery. They were referred to a doctor.

Event description:
It was reported that the patient's battery was replaced due to normal battery depletion.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, explanted: (B)(6) 2014, product type: accessory. Product ID neu_unknown, implanted: (B)(6) 2007, product type: unknown. Product ID 377860, lot# v006694, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID 3550-29 lot# serial# implanted: explanted: 2014-08-25 product type accessory product ID 3550-39, explanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was reported that during an implantable neurostimulator (ins) replacement procedure for battery depletion, that all impedances were tested pre-operatively and all were greater than 10,000. A new ins and extension were used and the impedances were still high. An x-ray of the lead showed the bottom contact had disconnected from the lead and the lead was compromised. It was unknown what the cause of the electrode becoming displaced from lead was. Electrode seven was disconnected from the lead and remained implanted in the patient and will be replaced in the future. The patient was getting less than 50% therapy relief and a shocking feeling when impedances were checked at the lead location and extension connection location. During surgery the outer casing on a titan anchor was partially separated from the titanium inner when attempting to replace the lead, and was explanted on (B)(6) 2014. The patient denied any trauma or auto accident that may have caused this situation. The cause of the issue was undetermined. Following surgery the patient was not receiving effective therapy since there was not a functioning lead in place. The patient was referred to a spinal surgeon for lead placement but nothing was scheduled at the time of the report. The patient recovered from the original surgery and was doing well and was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Anchor issue previously reported in manufacturing report (B)(4).

Event description:
It was reported that during an implantable neurostimulator (ins) replacement procedure for battery depletion, that all impedances were tested pre-operatively and all were greater than 10,000. A new ins and extension were used and the impedances were still high. An x-ray of the lead showed the bottom contact had disconnected from the lead and the lead was compromised. Electrode seven was disconnected from the lead and remained implanted in the patient and will be replaced in the future. The patient was getting less than 50% therapy relief and a shocking feeling when impedances were checked at the lead location and extension connection location. Following surgery the patient was not receiving effective therapy since there was not a functioning lead in place. The patient was referred to a spinal surgeon for lead placement but nothing was scheduled at the time of the report. The patient recovered from the original surgery and was doing well. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Anchor issue reported in manufacturing report (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the anchor found that the anchor had separated.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown, lot# serial# unknown, implanted: (B)(6) 2007, product type: unknown. Product ID: 377860, lot# v006694, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID: 3708120, serial# (B)(4) implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID: 3550-29, explanted: (B)(6) 2014, product type: accessory. Product ID: 3550-39, explanted: (B)(6) 2014, product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.